Manufacturer narrative:
(B)(4). The endoscope was received by pentax medical for evaluation on 11-nov-2022. The investigation is inprocess. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a potential adverse event reported on (B)(6) 2022 involving pentax medical video colonoscope model ec38-i10l, serial number (B)(4). The report description from customer service mentions the water jet that is too strong is causing damage to colon mucosa. Additionally, the user mentioned that this is the 5th time sending the endoscope out and was just received back last week. Action taken: although the customer mentions this being the fifth time sending the endoscope in for water jet repairs, the prior work orders were reviewed with the service team (3145841, 3147531, 3148883, and 3149866) and reviewed the customer service documentation, and we were not made aware of any prior cases including potential adverse events related to the water jet. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Event description:
The time of event is during use. B3:not known for the exact date, we just know the year the complaint was sent in to manufacturer, 2022.

Manufacturer narrative:
Evaluation summary: debris removed from the forward water jet of the scope appeared to be a piece of rubber material, possibly o-ring material. Based on the reported events, it was determined that the incident was caused by clogging of the sub-water supply line, preventing proper sub-water supply. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.